Manufacturer narrative:
A ge service representative performed an on site investigation. The image function board, generator drive board, relay, and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system intermittently locked up prior to a case. No patient injury was reported.